Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The target treatment area was a heavily calcified ramus artery. The viperwire advance guide wire flex tip was advanced, but resistance was experienced distal to the ramus. It felt as if the viperwire was getting stuck, so the viperwire was advanced more. There was no wire bias observed. A diamondback 360 coronary orbital atherectomy device (oad) was advanced and spun 2 times on low speed. Retrograde treatment was performed. The oad was removed. A teleport catheter was advanced and the viperwire was removed. Ex vivo, it was observed the viperwire tip had sheared off. An attempt was made to snare the fractured component but was unsuccessful. Intravascular ultrasound (ivus) was checked, and the fractured component was observed embedded in heavy calcium. The decision was made to leave the component in vivo. The physician decided against stenting over the component due to the location and also because it was embedded in calcium. A stent was placed proximal to the component, but this stent placement was preplanned and was not related to the fracture. There was no indication as to why the viperwire fractured. There was no crown jumping observed and the 5mm distance was maintained. The physician did not have any concerns of any long-term risks. The patient was stable.